Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter phone: (B)(6).

Event description:
It was reported that device interaction occurred. The target lesion was located in the right coronary artery. After a 4.00 x 16mm synergy xd drug-eluting stent was deployed, an opticross imaging catheter was used to evaluate the stent and then parked in the guide catheter. When fluoroscopy was performed, the stent was noted to be missing. The opticross was removed, and it was discovered that the stent was stuck on the opticross catheter. The procedure was completed with a different device. There were no patient complications and the patient condition following the procedure was stable.